Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma and lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma and lung disease. Medical intervention was not specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed what seemed to be a pry mark at the corner of the top enclosure. Dust-like contamination was observed on the right-side panel, in the air inlet, on the interior side of the top enclosure, on the pca, on the blower cap, blower motor, sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturers. The manufacturer no error code was found. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely on/under the flip lid assembly/flip lid seal, on the left side panel, in the air outlet port, on top of the water tank, in the bottom enclosure, in the lower base, on/under the heater plate and on the dry box/dry box seals.